Event description:
Information was received indicating that a "no disposable, pump won't run alarm" exhibited on cadd legacy pump 30 minutes after a flolan cassette change. Per reporter, the patient changed same cassette to back up pump and got same alarm. Per reporter, the patient called 911 and resolved alarm while waiting for paramedics by changing cassette to a new cassette. No adverse patient effects were reported. Per reporter, no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).